Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone, she wanted to get a replacement for the insulin pump. Customer stated for the last three days, she has been administering insulin and blood glucose level in the 300 to 400 mg/dl range. Customer stated the insulin pump hasn't alarmed or alerted and the cannulas have been normal when she removes them. Customer stated the night prior his blood glucose was 417 mg/dl treated with the insulin pump. Symptoms were dry mouth and funny taste. Troubleshooting was performed. Drive support cap was normal. No leaks or air bubbles noted. Programming and setting were correct on the device. Customer declined performing high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Also to call back if issues persisted. Customer requested the device to be replaced and agreed to return the device for further analysis.